Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for gastric stimulation and gastrointestinal issues. The health care provider (hcp) reported via a manufacturing representative that the patient had worsening symptoms in (B)(6) (nausea and vomiting). Lead erosion was discovered. The leads and battery were removed and replaced. The doctor did a pyloroplasty after removal. It was unknown if the issue was resolved at the time of this report. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report # 3007566237-2016-00228 for information on the patient's concomitant system.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that patient had increase nausea and vomiting and no pain. The device parameters were unchanged. Esophagogastroduodenoscopy (egd) revealed erosion and there was no direct cause identified.